Manufacturer narrative:
The device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily calcified, heavily tortuous anatomy resulting in the reported failure to advance. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. Manipulation of the device likely resulted in the noted scratch next to the torn material and wrinkled outer member. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the heavily calcified and heavily tortuous right coronary artery (rca). The 2.80x19 mm graftmaster covered stent could not cross due to the anatomy. Another 2.80x19 mm graftmaster covered stent was advanced and was able to seal the perforation. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.